Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('coil perforating through cornual end') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant). At the time of the report, the uterine perforation outcome was unknown. The reporter considered uterine perforation to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: uterine perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: this cases found to be a duplicate case no (B)(4) hence, this case should mark for deletion. No new follow-up information was received from the reporter. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("coil perforating through cornual end") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant). At the time of the report, the uterine perforation outcome was unknown. The reporter considered uterine perforation to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: uterine perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-nov-2018: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.